Event description:
The lay user's daughter contacted lfs greece on (B)(6) 2011 alleging that the patient's one touch ultra meter reverts to the set up mode after inserting a test strip into the meter. The reporter was unaware on whether or not the patient had removed the battery and placed the battery back into the meter. The reporter mentioned that the alleged issue began on (B)(6) 2011. Due to the alleged issue, the patient was unable to test her blood glucose. The following day, the patient felt dizzy, fatigue and had numbness. She visited her physician at around 8:00 am that evening and he tested her blood glucose and obtained a result of 300 mg/dl on the physician's meter. The physician then increased her dosage of oral medication from one tablet to two tablets of glucophage. The alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged issue, the patient was unable to test his blood glucose and the following day developed symptoms, visited the physician and was advised to increase their diabetes regimen to two tablets of glucophage for a blood glucose reading of 300 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k062195.